Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not displaying on the device. The technical support specialist (tss) determined maintenance service was disabled. The service was set to auto and started successfully. After enabling the service, the customer confirmed that patients were now displaying on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing, and a different sync server was listed under device settings the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.